Event description:
It was reported that (3) tct75 were used during a wedge resection procedure. It was reported by the rep that the surgeon was performing a wedge resection using the tct75 cutter. The surgeon tired to activate the instrument in the proper manner but the instrument did not fire. The surgeon opened another tct75 and it performed the same sequence, but the cutter did not fire. The surgeon opened a third tct75 and the instrument still did not fire. The surgeon changed the original cartridge with a new reload and then activated the cutter and it fired correctly. There was extended operation room time by eleven minutes.